Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed a localizer fault error. The camera cart had a physical label on it stating "refurbished." There was no patient involvement. Additional troubleshooting information was received. It was reported that the clinical consultant (cc) opened up network device interface (ndi) toolbox to confirm camera status. Bump status and internal temperature status were highlighted. Green and amber lights reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r, lot #: p903608. H3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the positioning sensor unit (psu) was replaced. The psu was returned to the manufacturer for evaluation. The returned psu had scratches on the housing and lenses. Event logs report intermittent firmware incompatibility, intermittent faults indicating illuminator voltage measured lower than recommended operating voltage. There was a battery voltage low message, along with bump detected and storage temperature exceeded alerts. The psu failed an accuracy test (aak) at .383mm, with a passing threshold of 0.250mm. This psu has been returned three times due to recurring issues and will be scrapped to prevent further reliability concerns. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.